Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad plunger clamp in the reported problem area of the pipette assembly. Fe replaced plunger clamp and lld spring in position 1. The instrument was tested without further problem, and was returned to expected operation.